Event description:
Consumer reported complaint for error message (e-5) and hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer had not been using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 426 mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 01/19/2023; customer was not able to provide an exact open vial date, but stated that it was less than four months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 04-nov-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 15-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.